Manufacturer narrative:
H.6. Investigation: two photos and (B)(4) representative samples were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the end cap and flow control plug (fcp) was detached from needle hub and 1 top web with batch #9241545. The 113 representative samples were subjected to visual inspection, end cap disassemble force and flow control plug (fcp) disassemble force functional test. 4 out of 113 representative samples failed the fcp disassemble force testing. The 4 representative samples were than further subjected to end cap luer cone measurement and failed that testing as well. The incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the failed dimension at end cap luer cone could be due to wear and tear of mold insert which results in bigger diameter being molded and leads to a bulged cone. The bulged cone could prevent the end cap and fcp from disassembly and cause the fcp to be detached from the end cap. The bulged cone could have also prevented the end cap from slipping onto the cannula hub luer properly and caused it to be loose. H3 other text : see h.10

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced leakage which was noted during use. The following information was provided by the initial reporter: they experience leakage at the end of the catheter. When they take out the cannula there follows a piece of plastic and they cant put on the end cap. When they take out the cannula there are a piece of plastic coming out from the catheter end where you put number 7 [end cap] on. After they take away the plastic the number 7 end cap is to loose to sit correct on the catheter. It makes it all difficult to manage, on person.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9162921. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-11. Medical device lot #: 9208068. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-07-27. Medical device lot #: 9241545. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-29.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced leakage which was noted during use. The following information was provided by the initial reporter: they experience leakage at the end of the catheter. When they take out the cannula there follows a piece of plastic and they cant put on the end cap. When they take out the cannula there are a piece of plastic coming out from the catheter end where you put number 7 [end cap] on. After they take away the plastic the number 7 end cap is to loose to sit correct on the catheter. It makes it all difficult to manage, on person.